Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of recq1091 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the midline catheter was placed in cephalic vein of right upper arm. It was stated that the wire was advanced without any resistance, but once catheter was advanced, resistance was met. The clinician proceeded to retract wire and then catheter at which point the patient expressed discomfort. Once he removed the device, the placer noted that the tip of the catheter had been sheared off. Vascular surgeon stated he was contemplating the need to surgically remove the broken catheter. On (B)(6) 2018- additional information received stated the vascular surgeon decided against operating on the patient. He was concerned about doing an exploratory surgery which may subject the patient to a higher risk of infection and felt like the patient could wait on having the surgery.